Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to interact with and read the screen. There was no adverse impact to the customer's blood glucose level. The customer was instructed to switch to multiple daily injections as a backup therapy.